Manufacturer narrative:
(B)(4). Eval, results, conclusion: (dilated aortic neck).

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx two yrs ago. The talent bifurcated stent graft was originally deployed one cm below the level of the renal arteries. The native aortic neck was 26.5 mm in diameter and there was a proximal type I endoleak and no intervention was done at the time. It was reported that the pt presented emergently approx one month ago. A CT scan was performed and demonstrated that the talent bifurcated stent graft has migrated 4 cm from the renal artery with a type I endoleak present (ref MFR # 2953200-2011-00912). Currently at the renal arteries the native aorta measured 33 mm in diameter, 34 mm in diameter and 36 mm in diameter, using 5mm slices. A 36 mm diameter talent aortic cuff was implanted; however, it was not long enough; therefore, the decision was made to implant a talent thoracic captivia. Prior to insertion of the talent thoracic captivia the stent graft was deployed on the back table. The physician cut the stent graft to the desired length and created a fenestration in the stent graft then re-loaded it into the delivery catheter and successfully implanted it in the pt. No add'l clinical sequelae were reported, and the pt is fine.